Event description:
Patient reported left side pain and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient's representative reported left side capsular contracture (baker grade unknown). Patient's representative additionally reported "muscle and joint pain, migraines, dry eyes and cardiac arrhythmia", which are not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Patient reported, left side pain and rupture. Device remains implanted.